Manufacturer narrative:
The customer¿s report of a channel disconnect/programming issue was confirmed. Analysis of the pcu event log shows that at 5:53 pm on (B)(6) 2018 the pump module received a remote IV request for norepinephrine non-weight based dosing 16mg/250ml to infuse at 4.7ml/hr with a vtbi of 250ml. The infusion was started and was titrated at various rates until 8:00 pm when a channel disconnect occurred and the device was removed. At 8:01 pm, the module was re-added to the system. The user then programmed an infusion of norepinephrine weight based dosing 16mg in 250ml for a patient weight of (B)(6) and a dose of 12mcg/kg/min which made the rate 908ml/hr. The user then selected yes to the guardrails warning ¿dose exceeds guardrails limit of 2mcg/kg/min. Proceed?¿ and the infusion was started. At 8:03 pm and 8:06 pm, the device alarmed for patient side occlusion and each time the user restarted the infusion. At 8:16 pm, the infusion completed and the device transitioned to kvo at 20ml/hr. The user changed the dose to 20mcg/kg/min, but did not complete the programming and channeled off the device. At 8:16 pm, the user selected the device and programmed norepinephrine non-weight based dosing 16mg in 250ml, with a dose of 15mcg/min which made the rate 14.1ml/hr. The infusion was titrated at various rates until 10:47 pm when the device was channeled off. The volume recorded as being infused during this period was 256.341ml. The root cause of the channel disconnect was not identified; only the device logs and customer dataset were received for investigation. The root cause of the overinfusion was user programming. No devices received, log review only.

Event description:
The customer reported that levophed was initiated at 1753 at 12 mcg/min. When transporting the patient to the unit the device was bumped when entering the patient's room and the channel that was infusing levophed disconnected. Both ed nurses quickly reprogrammed the device, however the infusion apparently was programmed at 12 mcg/kg/min or 968.427mcg/min. In the unit the initial bp was 67/52 and heart rate 150's. The unit rn noted that the levophed was infusing at 901ml/hr (968.427mcg/min). The physician was in the patient's room at the time of the event; at 2017 the levophed was reprogrammed and restarted at 15mcg/min. The patient subsequently went into ventricular tachycardia with a heart rate of 180-200's and systolic bp 50-60. The patient was defibrillated (100 joules), amiodarone 150 mg was given, and norepinephrine was initiated. The customer is requesting an event log review for the time frame of 1700 to 2030.